Event description:
It was reported that in clinic the device could not be interrogated. The patient had been lost to follow up. No further troubleshooting could be done and due to approaching eri the device was scheduled to be explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.